Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the sales representative that a patient has experienced a fractured mandible plate. Due to the fractured plate, the patient will require a revision procedure.